Event description:
It was reported that the event involved an "elderly" female pt while in the intensive care unit. Preparation for inter hospital transfer for coronary angiogram. Indication for use: haemodynamic monitoring and support. The md inserted the intra-aortic balloon (iab) through the teflon sheath via right femoral artery and at that time, an audible alarm was heard (specific details of the alarm is unk). While preparing the pt for transfer; the staff observed blood in the gas driveline tubing and ceased counterpulsation support immediately. As a result, the tubing and ceased counterpulsation support immediately. As a result, the pt was transported from this hospital to another hospital via ambulance without intra-aortic balloon pump (iabp) therapy; successfully arriving alive. The iab was removed in the operating theatre at the hospital. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an unk amount of time of delay or interruption in therapy with no harm to the pt. The pt outcome is the pt survived the removal of the iab via operating room and another iab was not inserted because the pt was stable. There were no issues reported with the pump in this event. Additional info received on (B)(6) 2012, stated the tubing was clamped off. There has been no sign of blood in any of the hospitals three pumps. It was not reported which pump was used.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.